Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The cause of low bg was unknown. The customer received third party assistance from co-workers, who helped the customer recuperate and provided glucagon, glucose tablets and carbohydrates to address bg. The customer also reported that they were incapacitated, had bruising and a cut from the low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.